Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt's mother reported that the pump battery cap was physically damaged and could not be properly attached to the device. The family was advised to discontinue pump use. Animas was subsequently advised that the pt continued to use the pump and damaged cap. The battery cap became detached overnight resulting in power loss.